Event description:
Adverse event: posterior capsule tear. Malfunction: air leak. The surgeon reported air bubbles in the eye during the procedure. The surgeon stated the bubbles were obstructing his view and he was unable to visualize the surgical area. The surgeon stated when he attempted to aspirate the bubbles there was an occlusion of the irrigation / infusion which caused the eye to collapse, and a rupture of posterior capsule of the operative eye. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when additional reportable info becomes available. (B) (4) (air leak).